Manufacturer narrative:
The customer contacted siemens to report that one sample ID (sid) barcode label was misread by an atellica sample handler. The sample was not processed for testing and the misread sid did not have a work order or matching sample. A siemens customer service engineer (cse) was dispatched to the customer site to investigate the reported event. The same sid was rescanned three times and correctly decoded each time. Siemens is investigating.

Event description:
One sample ID (sid) barcode label was misread by an atellica sample handler. The operator loaded a sample tube with the sid: (B)(6). The sid was decoded as (B)(6). The operator indicated the bar code label appeared undamaged. There are no known reports of patient intervention or adverse health consequences due to the sample barcode being misread.

Manufacturer narrative:
The initial MDR 2432235-2022-00229 was submitted to the FDA on 11-aug-2022. Additional information (21-sep-2022): the customer confirmed there were no reports of discordant test results and no impacts or delay in patient care or testing results. Siemens reviewed the available information including an image of the impacted sample tube barcode label. Siemens found that the specific tube's barcode is sample ID (sid) (B)(6)utilizing code 39 barcode symbology without a checksum and shows questionable barcode print quality. The customer is utilizing code 39 and interleaved 2 of 5 (itf) barcode symbology without checksums. These barcode symbology's are not recommended per auto2-a2 laboratory guidelines and are not approved for use with the atellica solution when checksums are not used. The barcode is shorter than the 10mm minimum called for in the clinical and laboratory standards institute (clsi) specification as noted in auto2-a2 laboratory guidelines. This barcode does not appear to meet the "grade c" specification per auto2-a2 laboratory guidelines. The cause of the sample barcode misread is using a barcode symbology without checksum and questionable print quality. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.